Event description:
Reportedly, item returned from foothills hosp per phone conversation with company rep. No pt info, handle returned cracked or missing pieces. Unk if before or during use.

Manufacturer narrative:
Device eval anticipated but not begun.